Event description:
It was reported by svc report that the footend left side caster horn was bent and the wheel would not roll freely. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Caster horn.